Event description:
Additional information received from a manufacturer representative. It was reported that the representative contacted the patient on (B)(6) 2024 and the problem was not resolved. The patient knew different clinics and where to go, and the patient was to decide which clinic they wanted to go to. The representative did not have the ins serial number, or other information, and they noted that they would not have this information in the future; the patient was to go to the clinic on their own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: de. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for occipital nerve stimulation. It was reported that after going down a waterslide, the patient experienced massive overstimulation and had to turn therapy off. The patient could not remember any physical impact on the system. The healthcare professional (hcp) who implanted the system had left the clinic, so the patient had no hcp to contact right now. The patient was told that further diagnostic in the clinic was necessary as the lead could be dislodged or broken. A local manufacturer representative (rep) was contacted to help with the clinic contact.